Event description:
During surgery to remove a colon tumor/mass, the colon stapler wouldn't work. The surgeon said that it "misfired" and asked for a new one, which was obtained. The operating room nurse stated that when the surgeon said it misfired, to her that meant it wouldn't respond when the trigger button was pushed. Surgery was completed with a new stapler without any other issues.